Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removed") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced asthenia ("asthenia"), paraesthesia ("upper and lower limb paresthesia") and muscular weakness ("muscular deficit"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the medical device removal, asthenia, paraesthesia and muscular weakness outcome was unknown. The reporter provided no causality assessment for medical device removal, asthenia, paraesthesia and muscular weakness with essure. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and she had device removed via salpingectomy. This event was considered anticipated in the reference safety information for essure. In this particular case, patient experienced non-serious events that were not considered the reason for essure removal. Based on the information provided, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removed") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient started essure. On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced asthenia ("asthenia"), paraesthesia ("upper and lower limb paresthesia") and muscular weakness ("muscular deficit"). The patient was treated with surgery (essure removal via salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the medical device removal, asthenia, paraesthesia and muscular weakness outcome was unknown. The reporter provided no causality assessment for medical device removal, asthenia, paraesthesia and muscular weakness with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2017 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: as of (B)(6) 2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: no answer to follow up requests could be obtained from reporter. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced device removed via salpingectomy. This event, serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient experienced non-serious events that were not considered the reason for essure removal. Based on the information provided, a causality of essure for the device removal cannot be excluded. This case was regarded as incident because a device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: as of mar 20, 2017, the rqu has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by the rqu in the future, a child case will be opened and an investigation will be completed on the returned device. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra lit can be provided. Most recent follow-up information incorporated above includes: on 21-mar-2017: ptc investigation result was provided. The ptc global number is (B)(4). Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced device removed via salpingectomy. This event, serious due to medical significance, is anticipated in the reference safety information of essure. In this particular case, the patient experienced non-serious events that were not considered the reason for essure removal. Based on the information provided, a causality of essure for the device removal cannot be excluded. This case was regarded as incident because a device removal was required. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available. Further information is expected.